Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator change procedure. During the procedure, noise was noticed on the right ventricular lead. Lead was capped and replaced during the same procedure. Patient condition after the procedure was stable.